Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor cannot run detect and treat) has been confirmed. Upon investigation the monitor was unable to power on. Upon investigation the monitor would not power on. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igbts was unable to be positively identified. An internal corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to pass incoming functionality testing.